Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the customer was undergoing ureteroscopy, a guide wire was used to establish a working channel. During the operation, the guide wire was pulled out and placed in the basin on the operating table. When the operation was almost over, the guide wire was activated and used to place a ureteral stent. It was found that the stent could not be pushed in, and the sheath of the guide wire fell off. A new guide wire was replaced, and the stent was successfully placed. Patient has been exposed to hazardous materials, blood or body fluids. It was unknown what medical intervention was provided. Per follow up information received via ibc on 04mar2025, stated that the patient was not harmed by the device. The ureteral sheath has not fallen off.

Manufacturer narrative:
The reported event is inconclusive. Visual evaluation noted received one photo sample shows top view of guidewire within guidewire holder. As the photo sample received cannot be tested for the reported event the reported event is inconclusive. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Correction: d, f, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the customer was undergoing ureteroscopy, a guide wire was used to establish a working channel. During the operation, the guide wire was pulled out and placed in the basin on the operating table. When the operation was almost over, the guide wire was activated and used to place a ureteral stent. It was found that the stent could not be pushed in, and the sheath of the guide wire fell off. A new guide wire was replaced, and the stent was successfully placed. Patient has been exposed to hazardous materials, blood or body fluids. It was unknown what medical intervention was provided. Per follow up information received via ibc on 04mar2025, stated that the patient was not harmed by the device. The ureteral sheath has not fallen off.